Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 10 months post implant of this 28mm tricuspid annuloplasty ring, the device was explanted and replaced with a 29mm tricuspid bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.